Manufacturer narrative:
Section a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, the doctor noticed that the intarocular lens (iol) packaging had already been opened before use. Through follow-up, we learned that a break in the sterile barrier had been observed and was not due to shipping damage. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes, section d9 - date returned to manufacturer: 20-mar-2025, section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection was performed on the suspect product. The lens case was received in a sterilization pouch that was taped shut. The lens was in the lens case and was coated in viscoelastic residue. A haptic on the lens was detached. No further evaluation was performed. The complaint issue "sterility assurance concerns" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.